Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call wanting her belt clip since it was damaged. The customer¿s blood glucose level was 29mg/dl at the time of the incident, customer blood glucose was 98mg/dl at time of call. The customer was advised a replacement clip will be shipped and was advised to return clip for analysis.